Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Date of implant estimate based on date of publication. There was no reported device malfunction and the product was not returned. Myocardial infarction, thrombosis and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article attached: long-term safety and efficacy of the everolimus-eluting stent compared to first-generation drug-eluting stents in contemporary clinical practice.

Event description:
It was reported through a research article identifying a xience v stent delivery system that may be related to the following: myocardial infarction, stent thrombosis, target lesion revascularization and target vessel revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "long-term safety and efficacy of the everolimus-eluting stent compared to first-generation drug-eluting stents in contemporary clinical practice." No additional information was provided.